Event description:
It was reported that the device exhibited elective replacement indicators (eri). It was not possible to obtain telemetry with the device. They were unable to disable the high voltage therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed. A low impedance path developed across the battery terminals causing it to rapidly deplete. The low impedance path is possibly internal to the battery itself. This is further supported by the device being fully functional when powered by an external source. Destructive analysis of the battery revealed that the unit failed due to cathode material penetrating the separators and contacting the anode grid in turn 1b of the electrode coil.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analysis on the device was inconclusive. A low impedance path developed across the battery terminals causing it to rapidly deplete. The low impedance path is possibly internal to the battery itself. This is further supported by the device being fully functional when powered by an external source. There will be further investigation of the battery.

Event description:
It was reported that the device exhibited elective replacement indicators (eri). It was not possible to obtain telemetry with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.